Manufacturer narrative:
The t:slim g4 user guide states, "check the luer lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer lock connection can result in under delivery of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl) that customer did not address. During troubleshooting with tandem technical support, air bubbles were noted in tubing and the luer lock was disconnected. Contact was able to prime out air of tubing. Recommendation was made to consult with health care provider to discuss diabetes management.